Manufacturer narrative:
On site investigation was conducted by our service engineer and it was found that the reported failure could not be duplicated by using the spo2 signal simulator. The monitor and the probe meet the standard (en80601-2-61) and product spec. The spo2 cable have been returned to mindray for further analysis. The f/u report will be submitted before (B)(4) 2014.

Event description:
On (B)(6) 2014, the hospital received a neonatal pt that suffered from pneumonia and complications. The pt passes away because his parents gave up the treatment. Customer mentioned that during the treatment, there was an imec 10 pt monitor had the spo2 measurement issue, when the pt was measured spo2 with the problem pt monitor, it gave a inaccurate result.